Event description:
It was reported that following a rectocele repair procedure in 2008, using a posterior mesh, the entry site for the trocar on each buttock drained small amounts of mildly purulent material. The patient had no pain, fever, or fluctuant areas. There was minimal erythema at each sinus-like trocar entry point wound. With expression, one could obtain less than half a ml of material. There was no evidence of abscess. The doctor treated her with oral metronidazole for 7 days, then oral cefuroxime for another week. She experienced an 80-90% reduction in drainage, but still has some. Negative results for mrsa were received from a culture from the wound. The doctor also started her on a 3 week course of oral trimethoprim-sulfamethoxazole.

Manufacturer narrative:
The product number and lot number are unknown therefore no review of the device history record could be performed. No sample was returned. The instruction for use states in the section adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable.